Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge and displayed "poor pad contact" and "accessory error 7" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical singapore for evaluation. The device passed all testing using the returned paddles and multifunction cable without duplicating the report. Review of the device log shows that each unsuccessful shock was followed by "check pads" and "poor pad contact" messages; indicating that the paddles did not detect an appropriate impedance. There is also "select 30j for test"; indicating that the device detects a shorted signal and the joules setting was not at 30j and "use paddle discharge"; indicating that the device is charged, but the user is attempting to discharge using the front panel button. All of these messages would prevent a shock from being delivered until the issue is addressed. The accessory error 7 is observed after a successful 30j test, indicating that the paddle's chip was temporarily unable to communicate with the device. The message does not repeat in the log indicating that it was resolved. Evidence from the log shows that the resulted no discharge was not a result of a device malfunction, but poor contact between the patient and the paddles. Therefore, this claim is being closed as device meets specification and observed in device data. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Analysis of reports of this type has not identified an increase in trend.